Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2016, the reporter contacted lifescan (lfs) USA alleging that the patient's onetouch verio iq meter had been reading inaccurately high compared to another device. The complaint was classified based on the initial call recording which the medical surveillance specialist (mss) listened back to. The reporter stated that the alleged product issue occurred on (B)(6) 2016. At this time the patient's blood glucose was measured as "215mg/dl" on the subject meter and "120mg/dl" on a doctor's unspecified device less than 30 minutes later. The patient is a gestational diabetic and during the week leading up to the alleged product issue had been put on an insulin regime by their doctor. The patient did not develop any physical symptoms as a result of the alleged product issue but attended a check-up at their doctor's office on (B)(6) 2016 when the alleged inaccuracy issue was noted. The doctor immediately stopped the patient's insulin regime and admitted the patient to hospital for the day in order to perform a thorough check-up on the patient's pregnancy and for continued observation throughout the day. The patient did not receive any treatment for an acute complication of hypoglycemia during this hospital visit. At the time of troubleshooting the cca noted that the calculated difference of the glucose results obtained exceeds lifescan's criteria for accuracy. The unit of measure was set correctly on the subject meter, and the samples were taken from an approved sample site. The patient's products were replaced and requested for evaluation. Based on the information provided, there is no indication the meter issue caused and/or contributed to a serious injury. Although the patient was hospitalized due to an alleged issue with the subject meter, the patient did not receive any type of treatment which is indicative of serious injury. In addition, no symptoms were experienced by the patient prior to this hospitalization. However, this complaint is being reported as a malfunction because the alleged glucose results exceed lfs's criteria for accuracy.